Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. A software analysis was initiated. The archives were reviewed. No plan data was found and registration was performed with an error metric of 1.9mm, CT-1 was loaded with the warning "not optimal for stealth" because exam with gantry tilt and slice spacing greater than 2mm, also same exam was selected as reference exam for registration. The logs captured had 3 sessions on the date of the reported issue. The site used tumorresectionoptical procedure and performed many registration with only 1 failed registration because site did not meet the criteria of minimum error metric of 5mm and the final registration was done with an error metric of 1.9mm using touch_trace type of registration. There was no abnormality observed related to the registration. It was suspected that the image protocol issue might have caused the reported behavior. Apart from that the information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19 and previously reported d15 are applicable to the software anal ysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This issue occurred on a navigation system, not an imaging system as previously indicated.

Manufacturer narrative:
This issue occurred on a navigation system, not an imaging system as previously noted in section b5. The product information previously reported in section d is accurate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a cranial biopsy procedure. It was reported that the surgeon had difficulties registering the patient during a case. The scan, magnetic resonance image, (MRI) included fiducials which were auto-identified during registration. A couple of the fiducials were unusable due to the head holder and two were not showing on the skin. The site was able to get registration, but the metric was too high for the surgeon and a few millimeters of inaccuracy was shown on the posterior portion of the patient's head (when touching the skin, probe was showing deep into the bone). The site swapped to a computed tomography (CT) scan which they felt had better registration, but when they sampled a biopsy it had no diagnostic information. The CT was not to protocol according to the field representative (rep). No known impact to patient outcome. There was a surgical delay of less than one hour.

Manufacturer narrative:
Concomitant information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0 no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.